Event description:
Inop condition. Customer reported, the following to carefusion technical support. "This unit is alarming "transducer fault" they performed the transducer calibration and the exhalation flow transducer failed the test at "zero cal". There was no information if the ventilator was on a patient when the problem occurred, we requested this information.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning transducer. The foreign distributor was shipped a replacement main pcb to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main pcb for evaluation. As of (B)(6) 2015 the alleged faulty main pcb has not been received. Should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.